Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The tip was damaged. There were stent struts in the middle of the stent that were lifted. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. A 5.0mmx15mmx150cm express sd renal/biliary stent was advanced but failed to cross the lesion. However, returned device analysis revealed stent damage.